Event description:
The plaintiff was implanted with a ams sparc sling for the "treatment of stress urinary incontinence." It was alleged by the plaintiff's attorney that as a result of the implantation the plaintiff experienced, "serious and permanent injuries, has required additional medical treatment and/or surgery, has suffered emotional distress and injury." It was also alleged that the plaintiff experienced, "disability, loss of enjoyment of life and loss of ability to lead a normal life," and that the plaintiff suffered permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.